Event description:
A healthcare worker complained of a rash, headache, asthma attack followed by asthma induced bronchitis, burning eyes and nose after working in a room where cidex opa was used. The worker received medical treatment and was prescribed two courses of steroid and ten days of antibiotic. The customer stated that the solution is kept in bins and the lids are on except when in use. The ventilator has been checked, but the air exchange is unk.